Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery to support the 63-year-old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock. The underlying medical history was inclusive of diabetes, but all other history was not shared. After 4 days of support there was an allegation made by nursing that the patient had developed hemolysis. The urine color had changed but, no urinalysis was completed. The team did draw a plasma free hemoglobin which was elevated to 20mg/dl and the ldh was elevated at 520iu/l. Per hospital policy any elevation to >8mg/dl is indicative of hemolysis. To troubleshoot the hemolysis the team repositioned the pump within the left ventricle by 1cm. The pump remains on support despite the hemolysis concerns. There has been no other intervention performed such as dialysis or blood product replacement. The patient has survived the event, but after day 7 the team and family made decision to withdraw care and patient expired.

Manufacturer narrative:
B1/b2 death was selected and date of death was added. B5 clinical narrative was updated. H6 death was added as a health effect - impact code.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery to support the 63-year-old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock. The underlying medical history was inclusive of diabetes, but all other history was not shared. After 4 days of support there was an allegation made by nursing that the patient had developed hemolysis. The urine color had changed but, no urinalysis was completed. The team did draw a plasma free hemoglobin which was elevated to 20 mg/dl and the ldh was elevated at 520 iu/l. To troubleshoot the hemolysis the team repositioned the pump within the left ventricle by 1 cm. The pump remains on support despite the hemolysis concerns. There has been no other intervention performed such as dialysis or blood product replacement. The patient has survived to date and is on day 7 of the support.

Manufacturer narrative:
The cause of hemolysis/patient-device interaction was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
H1 selection was updated on the previously submitted report.